Manufacturer narrative:
This event will be captured as a serious injury only due to the presence of infection requiring medical/surgical intervention. The broken plate is not considered a product malfunction due to the external trauma causing the plate to break. Complainant part is not expected to be returned for manufacturer review/investigation. Product manufactured in (B)(4). Product manufacture date: june 30, 2011. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a fractured right ankle due to a gunshot wound on (B)(6) 2016. At that time, the patient was implanted with a locking compression plate (lcp) 1/3 tubular plate, ten (10) 3.5mm cortex screws and an external fixator. On (B)(6) 2016, the surgeon removed the external fixator. On an unknown date, the patient got her ankle caught in an elevator door which, per the surgeon, broke the plate. An x-ray on an unknown date revealed the broken plate, a nonunion and osteomyelitis. The patient was brought back to the operating room on (B)(6) 2016. During the surgery, it was noted that only the plate was broken at the fifth hole and it was easily removed. The ten (10) 3.5mm cortex screws were all removed intact. The surgeon debrided the infection, packed the wound with foam, and placed a drain which remained intact postoperatively. It was reported that there was minimal drainage noted at the time of surgery. The patient was revised to an external fixator only. Future action is unknown at this time. The surgery was successfully completed and the patient reported as stable. There was no delay reported in the surgery. This is report 1 of 2 for (B)(4).